Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) did not experience a reset or display invalid data. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) sooner than expected and that the device had experienced a reset and displayed invalid data as a result. It was also indicated that the right atrial (ra) lead exhibited high threshold. The device was reprogrammed. Tthe device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.